Event description:
A report was received that the patient will undergo an explant procedure due to pain at ipg site. The patient's pain was present even with the stimulation on. A database analysis indicated 3 contacts showed high impedances. Re-programming was not successful. The physician recommended an explant of scs system.

Manufacturer narrative:
Additional information was received that the physician suspected that the paddle lead was broken due to the high impedances and decided to replace both ipg and paddle lead. The patient is reportedly doing well following the procedure. Explanted ipg and paddle lead will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at ipg site. The patient's pain was present even with the stimulation on. A database analysis indicated 3 contacts showed high impedances. Re-programming was not successful. The physician recommended an explant of scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8120-70, serial: (B)(4), description: artisan surgical lead, 70cm.